Manufacturer narrative:
The electrode is expected to be returned for laboratory analysis. Once the product is returned and analysis completed, this report will be updated. The manufacture date for this electrode is june 2, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock and then lost consciousness. The patient was then admitted to the hospital. Interrogation of the device revealed that the patient was in ventricular tachycardia (vt) and a shock was delivered and converted the patient. The patient re-entered vt and a second shock was delivered; however, this shock caused the rhythm to accelerate into a ventricular fibrillation (vf). Two additional shocks were delivered but they did not convert the accelerated arrhythmia. The fifth shock did finally convert the vf into normal sinus rhythm. The shock impedance measurements for the delivered shocks were 131 ohms. Three minutes later the patient went into atrial fibrillation (af) with a rate within the shock zone an inappropriate shock was delivered. A memory download and the chest x-rays were sent to boston scientific technical services (ts) for review. A ts consultant agreed with the episode assessment and discussed that the system does appear to be in a suboptimal position. It was also noted that the lead impedance measurements have increased gradually since implant which could potentially indicate a system migration as well. A revision was scheduled to be performed to reposition the system. No additional adverse patient effects were reported. Additional information was received that a revision was performed. The s-ICD was found to have migrated and was repositioned. An excessive bend was noted on the electrode close to the connector to the device. In addition, the electrode was not in an optimal position. The electrode was explanted and successfully replaced. Defibrillation threshold (dft) testing was performed and conversion was successful at 70 and 80 joules. The shock impedance was high but not out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete electrode was returned severed in two segments at 13 centimeters from the terminal pin. There was one setscrew mark noted on the proximal connector in the correct location. Resistance and pressure tests were completed on each segment to assess the electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.